Event description:
A physician reported that, while performing an emergent cardioversion using the heartstart mrx, the defibrillator pads placement diagrams were not up to date with current research. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A physician reported that, while performing an emergent cardioversion using the heartstart mrx, the defibrillator pads placement diagrams were not up to date with current research. Additional details have been requested. We are considering this as a serious injury as the event occurred while the device was in use on a patient and the outcome is unknown.